Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-feb-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the application was not launching. A technical support specialist (tss) worked with customer onsite and reviewed all remote support service (rss) settings, uninstalling and reinstalling rss continued to pull in a proxy setting that could not be removed. Three stations were not communicating. The issue on this station was temporarily resolved after performing a full reimage and reinstalling rss. The same issue was found on station e100a; after reimaging, rss required proxy information during registration. As a test, the ethernet cable from the adjacent station was used, allowing the image and rss registration to complete. Once the original cable was reconnected, eep and e100a both came online and were communicating. Further action was paused pending investigation by hospital it into the suspected network issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was stuck on blue screen and the application was unable to be launched. User tried rebooting and unplugging the device multiple times, but the issue still persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was stuck on blue screen and the application was unable to be launched. User tried rebooting and unplugging the device multiple times, but the issue still persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.